Event description:
It was reported that the user experienced elevated blood glucose values between approximately 180¿220 mg/dl for several hours after lunch while using an ilet system with a steel cannula infusion set and received an insulin set expired alert; the user changed the infusion set per guidance, after which glucose decreased to about 100 mg/dl and later measured 175 mg/dl. Symptoms included hyperglycemia reaching a peak of 234 mg/dl. Outcomes included self-management at home without alerts, alarms, or medical intervention. Investigation included troubleshooting and education regarding potential site absorption issues and set replacement, with follow-up confirming improvement. Investigation of this case revealed that glucose elevation was consistent with reduced insulin effectiveness at the infusion site and resolution after infusion set change, with the device continuing to deliver correction doses as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with site-related absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.